Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that it's showing an error in the ECG. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device on site. The reported problem was not confirmed, the device was under monitoring for 48hours and did not respond with the reported error. The device remains at the customer site and no further evaluation is warranted at this time. No fault found. It has been concluded that no further action is required at this time.